Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Although the batch number for the actual device involved in the reported event is unknown, three potential batches, 20f12ge511, 20f08ge511 and 20f16ge511, were reported by the user facility, and all three of these batches will be evaluated as part of the investigation. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: pump filled with piperacillin/tazobactam 13.5g/140ml ns, finished between 12-18 hours instead of 24.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Review of the device history records performed for the three (3) potential batches, 20f12ge511, 20f08ge511 and 20f16ge511, reported by the user facility did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.